Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit's light will not come on and displays an e-1 error on the screen.